Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding, abnormal bleeding (general),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the depression, migraine, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, pelvic pain. Discrepancy noted in date of insertion 2010 & (B)(6) 2008. Discrepancy noted in date of removal 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding, abnormal bleeding (general),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the depression, migraine, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, pelvic pain discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2010. Discrepancy noted in date of insertion 2010 & (B)(6) 2008. Discrepancy noted in date of removal 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding, abnormal bleeding (general),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the depression, migraine, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, pelvic pain discrepancy noted in date of insertion 2010 & (B)(6) 2008. Discrepancy noted in date of removal 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding, abnormal bleeding (general),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping),"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the depression, migraine, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, pelvic pain discrepancy noted in date of insertion 2010 & (B)(6) 2008. Discrepancy noted in date of removal 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new event: depression, migraine, fatigue, lower abdominal pain were added .lab data and reporter was added. On (B)(6) 2020: pfs received. New reporter added. No new clinical information added. Fallow up 3 and4 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, she didn't undergo essure confirmation test were added. New reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.